Manufacturer narrative:
The kit and smartcard were returned for analysis. A review of the smart card data indicated that the prime was completed successfully and blood collection had started. Several alarm #16: collect pressure alarms and an alarm #18: system pressure alarm were seen. Buffy coat collection was then started and after processing 1460ml of whole blood an alarm #17: return pressure alarm occurred. Photoactivation took place and the alarm #8: blood leak (photoactivation chamber) alarm was noted as the last event on the smart card. The kit was examined and it was found that one side of the photoactivation plate had a crack in it. The crack was in the male ported illumination plate. However, the root cause of the crack could not be determined. A material trace of the lot found no nonconformances. A review of the device history record found no related nonconformances, and the lot had passed all lot release testing.ttqms: 21342rr: 21894s.k. 3/1/2016

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d359 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, photoactivation module leak and alarm #8: blood leak (photoactivation chamber). No trends were detected for these complaint categories. Service order, (B)(4), feedback: the service technician cleaned the photoactivation chamber and lamps. The service technician checked the leak strip to ensure it was working properly and successfully performed the system checkout procedure. This assessment is based on information available at the time of the investigation. The analysis of the returned kit and photos is still in progress. A supplemental report will be filed when the analysis of the kit and photos is complete. (B)(4).

Event description:
The customer called to report a leak in the photoactivation chamber. The customer stated that in the middle of reinfusion, she heard a loud "pop" and an alarm #8: blood leak (photoactivation chamber) alarm. The customer stated that the photoactivation module broke with 83ml left in the treatment bag. The customer aborted the treatment and manually returned the contents of the return bag per the physician's request. The patient was reported to be in stable condition. The customer requested service. Service order, (B)(4), was generated. The kit and photos have been received for investigation.